Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has exhibited low amplitude. Boston scientific technical services (ts) advised to continually monitor device. This device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted. This device was returned. No additional adverse patient effects were reported.